Event description:
The pt contacted lifescan and reported that their one touch ultra meter kept giving the error 2 message. Medical affairs specialist called and left a message for the pt. A letter will be sent since there was no response. The pt had reported that they kept receiving the error 2 message on the meter. They were experiencing dizziness and headaches at the time of concern and was taken to the hosp (blood glucose result was not provided). They were treated with an IV, however, there is no further info regarding this treatment. It is unk if they had attempted to test on the meter prior to going to the hosp and if they had continued to take their medications during the time they were receiving the error 2 messages. Based on the info provided, there is indication that the product has malfunctioned since a retest also gave the error 2 message. The pt was sent a replacement meter, and test strips.